Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left main (lm). The physician was unable to cross the lesion with a 2.50x16 mm taus express2 drug eluting stent. The stent edge was found to be flared. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".